Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. The device was evaluated by the field service engineer (fse) and the reported problem was confirmed. The turbine was replaced in order to address the reported issue. The device was repaired after replacing the turbine and is working normally.

Event description:
The customer reported that the ventilator was not ventilating. The device was in clinical use during the time of the event, but no patient harm was reported.